Manufacturer narrative:
This is a combination product. (B)(4). G2: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the surgeon was not able to seat the prosthetic into the femur for proper implantation. There was no harm or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- stem. Visual examination of the returned product identified gouges between the collar and taper and on the underside of the collar from attempted use. No other damage was noted. The complaint was confirmed based on the returned device. DHR was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to the surgeon not following the surgical technique to properly implant the stem. The alignment guide was not used to implant the stem which is necessary to use to achieve proper rotational alignment, otherwise it may result in femoral fracture or the stem not fully seating. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.